Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 450 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by intravenous infusion drip. The customer stated that sensor fell off. The customer was wearing the insulin pump during the hospitalization and auto mode was not activated at the time of event. No further complications were reported. Troubleshooting was successfully performed and the customer will continue using the device. The product will not be returned for analysis.